Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure in the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical service engineer (tse) that arm 1 was exhibiting error code 23062. The tse instructed the customer to perform troubleshooting, but the error persisted, making it impossible to continue using arm 1. The medical team decided to proceed with the procedure using three arms. The procedure was delayed over 30 minutes. The procedure was completed with no reported injury.